Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The device was returned to olympus for evaluation and customer's allegation of "picture not working" was confirmed. Additionally, pixel defects (white flaws) were noted. Based on the results of the investigation, the image could not be projected normally due to the excessive appearance of pixel defects (white flaws) caused by charge coupled device failure. A review of device history record revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head picture was not working. The issue was noticed upon device receipt or unpacking. There was no patient involvement.